Manufacturer narrative:
This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) triggered a lead integrity alert (lia) due to oversensing with noise on the right ventricular (rv) lead. The rv lead was found to not be fully seated in the device header causing a poor connection. The lead was reseated into the device. The ICD and rv lead remains in use. The patient is enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device setscrew function had to be evaluated with the rv lead connector due to the oversensing.